Manufacturer narrative:
Pump not returned for evaluation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) ms pump attempted but not used due to a resident, when testing the pump on a physician's case, pressed on the bulb of the pump and also exerted pressure in the syringe which caused the valve to lock. They were unsuccessful in getting the pump to unlock so the physician used a different pump to achieve the desired results. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) ms pump attempted but not used due to a resident, when testing the pump on a physician's case, pressed on the bulb of the pump and also exerted pressure in the syringe which caused the valve to lock. They were unsuccessful in getting the pump to unlock so the physician used a different pump to achieve the desired results. Should additional information be received a supplemental report will be submitted.